Event description:
Boston scientific received information that this left ventricular (lv) lead had reportedly dislodged shortly after implant. A routine device replacement procedure was performed and the lv lead was capped without complication. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.